Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were five non-sustained episodes with v-v intervals less than 220 milliseconds from 15 to (B)(6) 2016. Seventy nine v-sics since last session 1.1 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained episodes. Right ventricular pace impedance steady at approx. 635 ohms through (B)(6) 2016, rises to 1957 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). A lead fracture is highly suspected with the fracture site of the lead undetermined. Another possibility is aging degradation of the lead as it has been implanted for nine years. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.